Manufacturer narrative:
Sample collection and qc system information has not been supplied. A field service engineer (fse) was dispatched: the fse performed a substrate volume check which failed. The substrate pump was only delivering 50% of the expected volume. The fse replaced the substrate pump and decontaminated the substrate system. The fse recalibrated all assays and performed qc; no issues were noted. Hardware issue, addressed by the fse, is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a lower than expected bhcg result generated by the access 2 instrument for one patient. The result was reported out of the lab and was questioned by the physician. Subsequent testing produced a higher result within a different gestational category. The effect, if any, to the patient is unknown at this time.